Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports that the extractor broke at the weld during use inside the patient. Per complaint description, the extractor is now in (B)(4) separate pieces, all of which are accounted for and not in the patient. The procedure was completed using the same device, with no delay or patient injury. Therefore, no further assessment is warranted at this time. A visual inspection confirmed the weld broke on the gii universal extractor. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the universal extractor was being used to remove the tibial punch and the extractor broke at the weld. This happened during use inside the patient. The extractor is now 3 separate pieces, all of which are accounted for and not in the patient. No delay. Procedure could be finished using the same device. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.